Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during the lead implant procedure, low p-wave and high thresholds were observed. When the physician managed to retract and reposition the lead, the lead helix could not be seen on the x-ray; it was stiff. Lead was removed and it was noted that the helix was stuck and bent. Lead was not used and was replaced. Patient was fine.